Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the branch division phase, about 60% of this phase was completed, the harvester noted that upon extending the vasoview hemopro 2 to divide a branch that the electrical wire had separated from the jaw. It was not dislodged. There was no retained foreign body retained. A new hemopro kit was opened to complete the case. There was no adverse outcome. There was a delay in the case caused by the exchange of the defective kit. They verified that the hemopro tool was inserted in the cannula following the IFU.

Manufacturer narrative:
Trackwise: (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000473426. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.